Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The disassembly and examination of the ratchet revealed that the compression spring and the ratchet knob was lost and thus correct functioning was not possible. No fracture was found.

Event description:
It was reported that a torque wrench broke during an implant placement surgery. The surgery was aborted and an additional surgery will be needed.